Manufacturer narrative:
The full name of the event site noted is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) found the fiber optic connector broken inside the machine. The fse reported that the connector still worked, but needed repaired to prevent future damage. To fix the issue, the fse replaced the connector and tested fiber optics. The iabp was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email as contact information for the initial reporter: (B)(6).

Event description:
It was reported during the service / test performed by a getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic module. There was no patient involvement and no adverse event was reported.